Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their teeth are still crooked, and they are disappointed. The patient stated that their bottom teeth are worse than when they started. The patient said that their bottom teeth are caving in, and their food is getting stuck in their teeth on the side of their mouth on the bottom. The patient is unable to eat without moving the food with their hand. The patient said that they are unable to speak properly because their lower teeth are shifting in certain areas and protruding in others. The patient stated their lower teeth have actually deteriorated, and this has completely altered my bite, affecting my ability to eat, talk, and smile.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.